Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had a fall, as a result, the patient's leads had migrated, which was confirmed via imaging. It was also reported that system diagnostics recorded high impedances on the right lead, and patient was needing an MRI. Surgical intervention took place on (B)(6) 2024 where one lead was explanted and replaced, and one lead was repositioned to address the issue. Effective stimulation was restored.